Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that the dermal cuff on the centrosflo catheter disconnected from the tissue and migrated out of position. The physician replaced the catheter with a new one. No injury or adverse event to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints were found. A review of the device history record was performed and one exception document was found.